Event description:
It was reported while using unspecified bd safe-clip¿ the label information is illegible. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: failure of the device (it does not have a batch because it is blurred).

Manufacturer narrative:
H6: investigation summary the customer reported missing label information on safeclip. A piece of video evidence was provided for the reported failure, based on the evidence embecta was able to confirm the reported failure of missing label information. Most likely the label print worn occurred due to routine use of safeclip. Root cause cannot be determined as the samples were not returned. Unable to perform a DHR review for missing label information - label is worn due to unknown lot number. Based on the samples received, embecta was able to confirm the reported failure. Root cause cannot be determined as the samples were not returned.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in report and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while using unspecified bd safe-clip¿ the label information is illegible. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: failure of the device (it does not have a batch because it is blurred).